Event description:
It was reported that there was a blockage in the catheter included in the custom pack, and the drug solution did not decrease. This occurred before patient use/during priming. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: day of event date is unknown. E1: (B)(6). Device evaluation: used samples were returned for investigation. As a result of the observation, kinks were found in 7 locations on the catheter. When water was injected into the sample, it was confirmed that water flowed out from the tip of the catheter. Based on the investigation, it is likely that the kink occurred due to the stress placed on the catheter during use.